Event description:
It was reported the pt was having issues with telemetry of their rechargeable ins. An ins overdischarge was suspected. The pt had not had stimulation for at least 4 months. A power on reset (por) had occurred. A physician mode recharge was done. Communication with the ins was still not possible. Add'l troubleshooting was being considered. Add'l physician mode recharges were attempted but were unsuccessful. The ins pocket was loose and the ins was moving around. The pt had last recharged and felt stimulation in july. It was suspected the ins may be flipped but a flip was not confirmed. Following add'l troubleshooting the recharge screen was achieved along with a por message. Recharging was attempted. An error code appeared on the recharger with a potential antenna temperature sensor issue. Add'l info indicated the hcp decided a battery replacement and possible lead revision were needed. The pt did not want to try add'l troubleshooting with the current device. The pt had been ill and was not recharging the device. It was also indicated the pt did not get good relief from the device and did not use it. A revision was scheduled. Further info indicated the pt still could not recharge successfully. The device would not hold the charge. The pt had not had surgery to replace the device or fix the issue. The pt was not planning on having surgery.

Manufacturer narrative:
(B)(4)